Manufacturer narrative:
Concomitant medical products: pm2240 st jude ipg, implanted (B)(6) 2017.

Event description:
It was reported by the patient that they were not feeling right, and experiencing dizziness and fatigue. The patient stated that the "insulation on one of the wires started to cause it to interfere". In addition, they reported that one of their leads was capped, and "whatever they did is not working right" because they have not been feeling good since adjustments. The patient was reported to be an avid swimmer. Follow-up with the clinic confirmed that the patient had a bi-atrial lead system implanted, and there had been noise observed with one of the right atrial (ra) leads. That ra lead had been capped during the last device changeout, and the issue was resolved. The patient was recently seen for a device check and no abnormal findings were found. No further patient complications have been reported as a result of this event.